Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up with episodes of post-sensed t-wave oversensing on the ventricular lead. Oversensing was noted on a stored egm. The patient was attending a dance class when episodes occurred. Programming changes were made. Dft and further actions will be discussed with the physician. It was also noted that the patient has history of small r-waves. Programming changes were made to address this issue.